Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged abs-10060 serial number gb4080 was returned for investigation. Functional testing results: 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. The unit noted that the machine was not powered down properly. The device reported outputs of 40ml platelet-poor plasma (ppp), 17ml rbc, and 4ml prp. The prp volume within the syringe was recorded as 4ml. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (table 1). Note the hct percentage in the prp produced was exceptionally higher. In conclusion, while there is a higher rbc concentration, the complaint could not be replicated. Visual evaluation noted no problems with the device. No problem found. Corrections: h.1 set as n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event and evaluation of the returned devices, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.

Event description:
On 03/15/2024, it was reported by a sales representative via (B)(4) that an abs-10060 angel machines screen was frozen and would not reset power was lost and would not come back on. This occurred during a case where they continued without issues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.